Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the wire loop of a 5f exoseal vascular closure device (vcd) ¿came off¿ during use. Manual compression was used for hemostasis instead. There was no reported patient injury. The device was used for closure following lower limb arteriography via retrograde puncture of the left femoral artery with an unknown cordis short sheath. The device was withdrawn slowly at approximately a 40° angle, and after pulsatile blood flow in the blood return indicator stopped, the device was further withdrawn by approximately 1 cm. The operator had experience using the device. Additional information was requested but not provided. The device will be returned for evaluation.